Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device replaced with non-allergan brand.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, a left side rupture. Diagnosed by ultrasound. Device replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening on posterior. A visual and microscopic analysis was performed which identified, sharp opening on posterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of opening device assessed, as a surgical impact opening for the stress mark in the shell.